Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump got wet at a splash park, the buttons became unresponsive and she received a button error alarm. The blood glucose reading was 78 mg/dl. Nothing further was reported.